Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue as described.  Physio did observe that the lithium-ion batteries used with the device were approximately 4 years-old.  Physio advises customers to replace their lithium-ion batteries after 2 years.  As a precaution, physio replaced the device's lithium-ion batteries and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself.  The customer advised that when the issue occurred, the battery in well #1 was low; however, the device did not switch to the battery in well #2 and instead powered off. There was no patient use associated with the reported event.